Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a shoulder scope procedure the device handle became hot when using it inside the shoulder without irrigation. A backup was used to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Device investigation narrative - one service replacement powermax elite motor drive unit, part number 72200616s was received on april 08, 2016 and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no damage was found. Complaint of overheating could not be confirmed. Product passed functional and high speed testing (100-10,000 rpms) for 15 minutes. Unit passed functional tests on both dyonics power, dii and dii eip test control units with and without footswitch. Current draw was below average for this product and overheating did not occur during functional testing. All functions performed as expected. No problem found. The product's IFU #10600266 states: caution: do not operate the handpiece in the open air for an extended period. Lack of irrigation may cause the motor or blade to overheat and seize. Blade and mdu need proper irrigation to keep temperature low so as not to damage blade. Possible reason for overheating and melted blade could be lack of irrigation. (B)(4).